Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the pump was returned with all keypad buttons responding normally. There was no damage found to the keypad cover. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored, the battery compartment was cracked, and there was contamination under the keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.